Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision, seeing floating spots and flashes of light. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was failure to adapt to multifocal, tremendously symptomatic during all visual activities. Additional information has been received and stated that intraocular lens was replaced with company lens, no patient harm was reported.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of a qualified cartridge, handpiece and viscoelastic. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. Each lens is subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the multifocal company model(2.25cylinder), 24.5 diopter (add power plus2.2 or plus3.2) lens was replaced with a monofocal company model, 25.0 diopter lens. Due to the exchange of a toric multifocal lens to a non toric monofocal lens, this may suggest that the replacement lens model was an improved choice for the patients vision needs. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).